Event description:
(B)(4) is the initial importer of the device which is a rollator. (B)(4) was informed of this event by a legal notice. There is no known device issue. We are filing this report in an overabundance of caution. The end-user was an in-patient at a hospital. She brought her device to the hospital and was operating it without supervision. She fell and was diagnosed with a hip fracture. End-user had a history of falls and was deemed a fall risk.